Event description:
Boston scientific was notified that during an event the stubbie guidewire was positioned in the right femoral artery. Loaded a gazelle balloon catheter onto the guidewire and advanced along the guidewire length. Catheter would not advance along the guidewire. Screened length of the guidewire, no visible kinking was obvious. Removed catheter to load and preload stent (.016" inner lumen), but would not load onto end of guidewire at all. Changed to alternative guidewire with no problem. Pt was reported to have developed renal artery thrombosis. Required urokinase infusion to dissolve clot.

Manufacturer narrative:
Due to an administrative error, this event was not previously identified as a medical device report (MDR). The manufacturer is aware that this event is being submitted past the 30 day deadline. Device analysis: device being used for: treatment. The stubbie guidewire was returned wrapped around itself inside a plastic bag in its box. The starter guidewire used during the procedure was also returned. No anomalies were found with the starter guidewire. During the investigation, the stubbie guidewire was examined under magnification and it was discovered that there was some type of reddish discoloration, which appeared to be blood on the guidewire. No other anomalies were observed on the guidewire. A review of the device history record for this batch of finished goods was carried out and no issues or discrepancies were found, which could potentially relate to the reported event. All processes and tests were performed in conformance with the required specifications at the time of the build. No other complaints have been received for this batch of finished goods. This particular stubbie guidewire was manufactured in novembe 1997. The expiration date is 60 months from the manufacturing date. This stubbie guidewire was used in 2003, after the expiration date. The cause of the event cannot be determined. Frequency and severity of occurrence of this event are not addressed in the device labeling. The reported event is not occurring with greater than expected frequency. The reported event is not occurring with greater than expected severity. This info is based on info supplied to us without our independent verification as to its accuracy, completeness, or causal relationship to the product.